Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, a watchman trusteer access system (was) and a 35mm watchman flx pro delivery system (wds) were selected to be used. During procedure the initial activated clotting time (act) was over 400 seconds after initial dose of heparin. The act was repeated due high reading. While waiting for the act, a thrombus was found on the pigtail catheter inside the was sheath. The 35 mm closure device had a wet-to-wet insertion, and multiple positions were attempted. The act came back as 192 seconds. The 35mm closure device was removed and thrombus was found on the back of the closure device. The was sheath was pulled to the right side of the heart for safety. The intravenous (IV) lines were checked and the IV where the heparin was given was not functioning. The second IV was used successfully for an act over 300 seconds. More than 24,000 units of heparin were administrated, it is unknown how much the patient actually received due to the IV line not functioning. The was sheath and 35mm closure device were replaced with new devices for safety reasons to rule out any remaining thrombus in them. The procedure was successfully performed. The patient is fully recovered.